Manufacturer narrative:
Product event summary: the data files were returned and analyzed for cryoconsole 106a3 with serial number (B)(6). Two images returned from the field were reviewed. The first image showed a system notice 11220 displayed on a console screen, and the second image showed a system notice 50022 displayed on a console screen. In conclusion the reported issue was observed in log/data/multimedia files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a later servicing, the relief valve was identified to have been leaking as well as s4 and s5 being identified as issue points. The relief valve was replaced.

Event description:
It was reported that during a cardiac ablation procedure, the console was powered on to begin the procedure but was unable to pass the initial check, displaying a mechanical component failure warning and a notice indicating that there was a problem with the system. The system was restarted several times, but the notification persisted, resulting in the suspension and subsequent abortion of the procedure before transseptal device usage. No ablation was possible during the entire procedure. The patient was under general anesthesia. Technical services were contacted, and a service visit was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.